Manufacturer narrative:
A new prescription for a revision surgery has been received. The date for the revision surgery is not yet known. A supplemental report will be submitted.

Event description:
It has been reported that the patient's third lengthening was unsuccessful. The patient has only undergone one successful lengthening since implantation (B)(6) 2016.

Manufacturer narrative:
An event regarding alleged failed lengthening of a distal femur jts was reported. The event was confirmed, no lengthening of the device had been achieved while the device was implanted. The device is not currently available for evaluation, should it become available, this case will be reopened and the device fully evaluated against the reported event. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Stanmore implants worldwide will continue to monitor for trends.

Event description:
It has been reported that the patient's third lengthening was unsuccessful. The patient has only undergone one successful lengthening since implantation (B)(6) 2016. This is a supplemental report to 3004105610-2016-00084 ((B)(4)).